Event description:
During testing at the manufacturer, the technician found that the device has a broken router shank retained internally. There were no adverse consequences related to this event.

Manufacturer narrative:
The reported event was confirmed. The device was disassembled and visually inspected. The service technician detected a piece of router was broken off on top of rotor and rotor was worn. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
During testing at the manufacturer, the technician found that the device has a broken router shank retained internally. There were no adverse consequences related to this event.